Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the screen is fading and to get a replacement since the screen is difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, a crack was observed along the pump battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.